Event description:
It was reported that this pacemaker system may be experiencing right atrial (ra) lead issues, as significant undersensing on the ra channel has been observed. There is concern for possible lead dislodgement or noise on the ra lead. Technical services (ts) provided reprogramming recommendations and discussed diagnostic options, including a chest x-ray. No adverse patient effects were reported, and the system remains in service.